Event description:
It was reported that nrg transseptal needle was selected for pulmonary vein isolation. Once the needle was inserted into the patient body for septal puncture, but it failed to penetrate. Firstly, the cable was replaced and needle and removed and reinserted again. Five attempts were made with energization, however not able to puncture. The the electrical connection sound was audible. Rf was delivered, however the needle was not able the cross. The needle was not manually shaped and no damage was noted on the needle or the package. Thus, the needle was replaced with same model needle and the procedure was completed successfully and no patient complication was reported. The device is not expected to be return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.